Manufacturer narrative:
Unique identifier (UDI)#: not applicable. The events of (B)(6) infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion". These events are being reported because medical intervention was required, although device-relatedness has not been established.

Manufacturer narrative:
Submitted supplemental report via manufacturer report number 3008374097-2014-00122 on (B)(6) 2016.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 for repair of "wide diastasis rectus abdominus" in revision to a previous abdominoplasty procedure. Post implantation, the healthcare professional discovered a seroma that required drainage during a procedure to retrieve a pain management device. After continuing to express drainage for "weeks", cultures of the fluid confirmed infection with mssa, and as the surgical site had failed to heal, the unincorporated portion of the device was removed on (B)(6) 2014. A second procedure on (B)(6) 2014 removed the remainder of the device as the wound had continued to display failure to heal. The healthcare professional reported the patient was hyperglycemic prior to the implantation procedure and again during the procedure to remove the remainder of the device. The device was discarded after removal. Additional information from the physician indicated that this report was a duplicate of the report submitted in manufacturer report number 3008374097-2014-00122. All relevant information has been submitted via 3008374097-2014-00122.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 for repair of "wide diastasis rectus abdominus" in revision to a previous abdominoplasty procedure. Post implantation, the healthcare professional discovered a seroma that required drainage during a procedure to retrieve a pain management device. After continuing to express drainage for "weeks", cultures of the fluid confirmed infection with (B)(6), and as the surgical site had failed to heal, the unincorporated portion of the device was removed on (B)(6) 2014. A second procedure on (B)(6) 2014 removed the remainder of the device as the wound had continued to display failure to heal. The healthcare provider reported the patient was hyperglycemic prior to the implantation procedure and again during the procedure to remove the remainder of the device. The device was discarded after removal.